Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name is unknown. Bd vacutainer® citrate used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using an unspecified bd vacutainer® citrate tube, it was reported that the tubes were over-filling. No serious injury or medical intervention reported.